Event description:
Boston scientific crm received information that a non boston scientific sales representative (sr) called technical services (ts) stating that at device change out they were unable to loosen the setscrews. The sr stated that it looked as if the setscrews were covered in medical adhesive. Ts suggested using a fixed wrench and take care not to strip the screws. Cutting the leads out was not an option as this is a young patient and they need the leads to be viable. After several attempts the decision was made to leave the device implanted and transfer the patient to another hospital where another attempt to loosen the setscrews and explant the device would be made. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this event will be updated as necessary.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that both of the atrium setscrews were returned in the stuck up position. This results when the setscrews have been backed out to far and without the correct working wrench. Both atrium capture washers were distended, this results from the setscrew being backed out to far and without the correct or working wrench. Additional analysis confirmed that this device met profile for normal depletion, and passed all manual electrical measurements. This device paced and sensed normally during testing.